Event description:
It was reported that the system had a precharge error at boot up. This error will prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.